Event description:
It was reported when using the bd needle 25ga 1in the package was open/damaged sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the needle with broken needle cap and bent needle was protruding from the packaging. Half the cap was missing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 200915. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained needles, no defects could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. H3 other text : see h.10.

Event description:
It was reported when using the bd needle 25ga 1in the package was open/damaged sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the needle with broken needle cap and bent needle was protruding from the packaging. Half the cap was missing."